Event description:
It was reported that the during the medical affairs they shared a patient story on how bd products impacted their lives. The patient at (B)(6) center, fl from (B)(6)2023. During stay, the patient was treated for ttm on arctic sun. There were no arctic sun devices listed in servicemax at this account. They reached out to the local tm, to see if they have a device there that was borrowed from another facility. They mentioned the device worked great, but jokingly commented on how it looked old and leaked. There was no patient injury. After speaking with the representative, this hospital was part of an idn that did not use arctic sun. They only use water blankets. They did not have an arctic sun device and would not have borrowed the device from another account. In their opinion, this would not have been an arctic sun.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. Correction: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the medical affairs they shared a patient story on how bd products impacted their lives. The patient at (B)(6) from (B)(6) 2023, to (B)(6) 2023. During stay, the patient was treated for ttm on arctic sun. There were no arctic sun devices listed in servicemax at this account. They reached out to the local tm, to see if they have a device there that was borrowed from another facility. They mentioned the device worked great, but commented on how it looked old and leaked. There was no patient injury. After speaking with the representative, this hospital was part of an idn that did not use arctic sun. They only use water blankets. They did not have an arctic sun device and would not have borrowed the device from another account. In their opinion, this would not have been an arctic sun.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the medical affairs they shared a patient story on how bd products impacted their lives. The patient at (B)(6) medical center, fl from (B)(6) 2023, to (B)(6) 2023. During stay, the patient was treated for ttm on arctic sun. There were no arctic sun devices listed in servicemax at this account. They reached out to the local tm, to see if they have a device there that was borrowed from another facility. They mentioned the device worked great, but commented on how it looked old and leaked. There was no patient injury. After speaking with the representative, this hospital was part of an idn that did not use arctic sun. They only use water blankets. They did not have an arctic sun device and would not have borrowed the device from another account. In their opinion, this would not have been an arctic sun.